Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was not able to reproduce the reported issue. The stm replaced motor control board as preventative. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) had electrical test code 50. There was no patient involved, thus no adverse event was reported.